Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component a vela main printed circuit board assembly (pcba) and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue revealed a failed pt800. Additional failure found, exhl press solenoid (s900) is slow to respond.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" while in use with a patient. The customer reported that there was no patient harm or injury. The customer troubleshot the unit and within the event logs, found "transducer fault" and "motor fault" alarm messages. The customer calibrated the unit and was able operate the unit for a short period of time but the "vent inop" alarm message reoccurred.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" while in use with a patient. The customer reported that there was no patient harm or injury. The customer troubleshot the unit and within the event logs, found "transducer fault" and "motor fault" alarm messages. The customer calibrated the unit and was able operate the unit for a short period of time but the "vent inop¿ alarm message reoccurred.